Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-n-y procedure. While creating the pouch, the stapler was able to fire, but the handle was cracked and the staples weren't completely formed. It was the 3rd firing with that handle (one on the mesentery and the second on the stomach - lesser curve) it worked normally for the first 2. The staple line did not complete and left open unformed staples. It damaged the serosa. Fixed by using a purple load more proximal (left a very small pouch) and the oversew the excluded stomach staple line. The case was completed using a new handle. The patient was alive with no injury. Female patient with normal appearing stomach.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of device. The loading unit anvil was bowed. The anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.